Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer's representative (rep) reported impedances and stimulation coverage were normal post-operatively.

Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, implanted: (B)(6) 2016, product type: lead.

Event description:
The manufacturer's representative (rep) reported therapy was fine prior to replacing the implantable neurostimulator (ins) today ((B)(6) 2016). When the rep. Connected the lead to the ins, they got an impedance reading of greater than 10,000 ohms, and then greater than 20,000 ohms at 3.0 volts. The rep. Tried swapping the lead but the impedance was the same. Stimulation was run, and four to five minutes later the impedance test showed everything was greater than 40,000 ohms except for electrodes 9, 10, and 11 at 36,476 ohms with electrode 1 as reference. Using electrode 0 as a reference the impedance result was 8,911 ohms, 9 ,017 ohms, and 8,965 ohms. Stimulation was then run again and it was recommended for the rep. To swap ports to see if the impedance followed the 9, 10, and 11 electrode and to program the bipole pair using the 9, 10, and 11 contacts to see if the impedance changed. It was further reported the consumer had normal coverage post-operative. Relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.